Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 350 mg/dl. Troubleshooting was performed and found that the customer had rec'd several no delivery and no power alarms prior to the event. The programming on the insulin pump was correct. The lead screw test passed. Initially the high pressure test failed, but after changing the infusion set, the high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.